Manufacturer narrative:
Date of event - estimated based on the 1-year CT follow-up and procedure date of (B)(6) 2019.

Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. A 1-year computed tomography (CT) scan follow-up was performed and a 6.6mm leak was noted on the mitral side. This leak was not seen on the 45-day follow-up. The patient will be reassessed in (B)(6) 2021 with a plan to close the leak. The patient has been placed back on oral anticoagulant.